Event description:
A report that the pt's ipg was explanted due to an infection at the pocket site was received. The pt was prescribed IV antibiotics for the explant procedure and oral antibiotics following the explant.